Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluation: the lens was returned in a micro centrifuge vial with moisture on lens. Visual inspection found the lens missing a piece of haptic. (B)(4)

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6 mm vicmo12.6 implantable collamer lens, -7.50 diopter, in the patient's left eye (os) on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to excessive vault. The lens was exchanged for a shorter lens and the problem was resolved.